Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by chest pain and cloudy effluent. The patient presented to the emergency room and was subsequently admitted to the hospital for the peritonitis event. The patient was treated with unspecified medications including unknown antibiotics. Pd therapy was ongoing. The patient was recovered from this peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.